Manufacturer narrative:
The insulin pump was programmed with several boluses and monitored. The unit calculated the additional bolus deliveries and were verified in the daily total screen. The insulin pump was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly or bolus anomaly noted. The insulin pump passed the displacement, rewind, basic occlusion, self test and error test. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a cracked case at display window corner, cracked reservoir tube, broken belt clip slot and a missing end cap sticker.

Event description:
It was reported that the insulin pump is over delivering insulin. Customer stated that the paramedics were called twice to treat the blood glucose. Customer requesting a replacement. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.